Manufacturer narrative:
(B)(4). This lot was manufactured december 12, 2014 to december 13, 2014. The device was returned containing fluid in its reservoir. Visual inspection did not real any blockage or physical abnormality. A functional flow test was subsequently performed and flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow out of a large volume infusor. The device was filled with an unknown solution and connected to the patient; however, after 48 hours, the device was found to contain 80% of its original fill volume (not specified). The reporter indicated that the tubing connected to the patient's "port-a" was then checked, and flow was confirmed using a heparin wash. The device was then reconnected to the patient for an additional 12 hours; however, 70% of the solution remained within the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.